Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
The customer reported kinking of a single lumen PICC inserted in the basilic vein. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single radiographic image of a patient¿s right humerus and partial right chest was returned for evaluation. A right sided PICC, consistent with the implicated 4fr single-lumen powerpicc, was present. A probable kink was seen in the image. Although the exact cause of the kink could not be determined from the image, the location of the kink indicated that catheter securement and/or a steep angle of PICC entry were likely contributing factors. This complaint will be recorded for future trending and monitoring purposes.